Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.